Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore no eval could be performed. Although the hospital was unable to provide which device corresponded to which lot number, a lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, three heartstring iii seals failed to load properly as they remained inside of the loading devices upon removal of the delivery devices. A replacement device was used to complete the procedure. The hospital did not report any pt effects. Refer to MFR #s 2242352-2013-00570 and 01333 for related reports.